Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing of noise. High lead impedance of 2300 ohms, no capture, and unacceptable thresholds were also observed. Additionally, an attorney alleges the patient suffered injury and inappropriate shocks due to the "defective" fractured lead. Severe emotional distress and mental anguish were also alleged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor was fractured; full lead was returned for analysis.